Event description:
As reported, the housing around the sealant of a 6/7f mynx control vascular closure device (vcd) split when the physician hit the top of a non-cordis 6f sheath hub exposing the sealant. A new 6/7f mynx control vcd was used to successfully complete the procedure. No injury was reported to the patient. The device was removed immediately upon the damage being noted by the physician. The product was stored and handled according to the IFU. The product was inspected and the device was noted to be intact. The physician did not state there were any device issues before insertion of the device, and nothing unusual was noted about the device prior to use. No resistance or friction was experienced during any part of the procedure. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to insertion. Device storage temperature did not exceed 25 degrees. The sealant sleeves (cartridge assembly) were not out of position. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the housing around the sealant of a 6/7f mynx control vascular closure device (vcd) split when the physician hit the top of a non-cordis 6f sheath hub exposing the sealant. A new 6/7f mynx control vcd was used to successfully complete the procedure. No injury was reported to the patient. The device was removed immediately upon the damage being noted by the physician. The product was stored and handled according to the IFU. The product was inspected and the device was noted to be intact. The physician did not state there were any device issues before insertion of the device, and nothing unusual was noted about the device prior to use. No resistance or friction was experienced during any part of the procedure. No unusual force was necessary during use of the device. There were no damages noted to the sealant sleeves prior to insertion. Device storage temperature did not exceed 25 degrees. The sealant sleeves (cartridge assembly) were not out of position. The product was not returned for analysis. A product history record (phr) review of lot f2200602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿mynx control sealant sleeves frayed/split/torn-in patient ¿ and ¿deployment difficulty-premature in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. With the limited information provided and no product return, it is impossible to determine what factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, it could prevent the device from being inserted into the procedural sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously¿ the IFU also instructs to insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath. Neither the phr review nor the information provided suggests that the reported events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.